Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptoms of bradycardia. It was also reported that the implantable pulse generator (ipg) did not correctly display atrial capture and the right atrial (ra) lead exhibited unstable thresholds. The device and lead were reprogrammed and remain is use. No further patient complications have been reported as a result of this event.